Manufacturer narrative:
(B)(4). Additional manufacturer narrative: mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration can encompass multiple failure modes including calcification. Calcification of valves occurs as a progressive, time-dependent process and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, the patient is awaiting valve-in-valve intervention to treat the failing surgical valve. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 29mm bioprosthetic mitral heart valve is failing after two (2) years, six (6) months due to calcification and recurrent regurgitation. Per obtained information, the patient presented with complaints of fatigue, malaise, exertional dyspnea, and chest pain. Tte showed recurrent mitral regurgitation. The patient is scheduled to undergo valve-in-valve intervention but the procedure has yet to take place.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.